Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the stapler could not perform the stapling. It was observed that it presented technical problems due to excess tissue. Another product was used to solve the problem.

Manufacturer narrative:
Additional information: (first name, last name, email address), (phone#, fax#), evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.